Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: va0m71z, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported the patient lost field of therapy. Additional information was reported that per a manufacturer representative (rep) who checked the patient, the patient needs new leads. The cause of the loss of the patient's therapy field was due to a fall. No further information was reported.